Event description:
It was reported that continuously beeping was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the device was in good condition as all was intact. There was evidence of the reported problem (error) being recorded in event history log. The reported problem was duplicated. Fluid ingression was found on the downstream sensor which caused the continuous alarm. The cause of the reported problem was documented as fluid ingression. For corrective action the defective downstream sensor was replaced. The root cause of reported problem was unknown. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: correction: d4: model number: 6400.

Event description:
Additional information received on 25-may-2022. Event did not occur while in use by patient. Found during testing.

Manufacturer narrative:
Other, other text: additional information updated b5 and h5.